Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of low blood glucose level on (B)(6) 2025. The patient tried to treat glucagon. The patient was hospitalized on (B)(6) 2025 at 4:00 am with blood glucose level of 36 mg/dl. No further information available.